Event description:
It is reported that the device was implanted in1998. Revision surgery occurred in 2008, due to wear.

Manufacturer narrative:
Eval summary: wear performance of a component is dependant on a variety of factors, including pt activity and pt weight; many of which are out of the control of the MFR. The liner was implanted for 10 yrs, although the type of polyethylene is unk since a part or item number was not given (standard or crosslinked). Info was not provided on the type of alleged wear or location, i.e. Between the liner and femoral head or liner and femoral neck (impingement) or liner and shell (backside wear). Cause cannot be definitively determined. No product was returned. Review of device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.